Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the venous light emitting diode would not slide into the new auxilliary board card cage. Since the event occurred during routine testing, there was no pt involvement during this event.